Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was found out that the sponge detached and became stuck in the working channel of the scope. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The procedure was not completed due to the event. Reportedly, the detached sponge was retrieved from the scope, using a pair of forceps. No patient complications have been reported as a result of this event.